Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The reported stated the device stopped working during the previous night. The sales rep replaced the device and returned the defective device for evaluation. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. Error 155 vent inop fix software was run to address the issue and the flow sensor was replaced as preventive action. Additionally, the system board were also replaced, which was not related to the ventilator inoperative issue.